Event description:
It was reported that, "trident acetabular shell failed, and a revision tritanium shell was implanted."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.